Event description:
Serious injury involving one person. Co was not provided with details of the occurrence except that the diagnosis was a central corneal ulcer in left eye...treatment and prognosis unknown at this time.